Event description:
Customer reported drill bit broke during surgery and they were unable to drill holes accurately due to broken drill bit.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.